Event description:
Customer reported a button error alarm. He also stated his act button was not responding. The customer's blood glucose was 104 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window, minor scratches on the display window and a missing end cap sticker.